Manufacturer narrative:
The pump was received with a constant motion sensor error alarm during the rewind due to an out of phase motor encoder signal. No motor error alarm was noted during testing. Unable to perform the functional testing, including displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the motion sensor error alarm. The pump had a stripped battery cap at the coin slot area, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer had some motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment.